Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker exhibited a spike in pacing impedance on the non-boston scientific right atrial (ra) lead that was out-of-range at 2,200 ohms. The device trending data showed that only one spike in impedance had occurred thus far. This out-of-range measurement resulted in a lead safety switch (lss) to the unipolar configuration. Once in unipolar, there was noise and oversensing on the ra lead due to myopotentials. Boston scientific technical services (ts) recommended bringing the patient in office for further evaluation. This product remains in service. No adverse patient effects were reported.